Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The recipient presented with sound quality issues and headaches. A CT scan confirmed electrode migration due to the presence of fibrosis. The recipient¿s device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the explanted device will not be returned to the company for analysis. A review of the device history record noted no rework. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.